Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the user noticed that the stapler instrument was moving unintuitively. The user received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The user informed the tse that the surgeon reversed the stapler instrument's motion to get the instrument to work and completed the procedure as planned. The tse reviewed the system logs and informed the user that multiple engagement issues were found in the log and recommended that the user remove the instrument, reseat the sterile adapter to address the issue and call the tse for assistance next time if the issue recurs. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the sureform 60 stapler instrument moved in the opposite direction. The issue occurred with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer while the surgeon was attempting to manipulate the instrument. The surgeon was able to position the stapler for firing by moving it in the opposite of the intended direction, and this was the last fire of the sleeve. The reporter confirmed that the instrument's lot number is 480460-09/ k16240701-0001. There was no shakiness and/or friction experienced/observed. The issue was persistent and opposite movement was performed to complete the procedure. There was no instrument-to-instrument or system arm-to-arm interference. The instrument will not be returned to isi for evaluation as it functioned properly throughout the procedure, only malfunctioning at the very end. No patient information is provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The isi field service engineer spoke to csr and confirmed that the site had no more issues after removing and reinstalling the stapler on the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. An RMA was not issued for return as the customer reported that the instrument would not be returned to isi for evaluation.